Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet, and the usb port of the pump appeared to be loose. Customer's blood glucose level was 99 mg/dl. Reportedly, the customer continued to use the current pump for insulin therapy, and if battery runs out customer will revert to an alternate form of insulin therapy until a replacement device arrives.